Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available from the remote monitor transmission download.

Event description:
It was reported that the battery voltage measurement was not available following an appropriate shock. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No patient complications have been reported as a result of this event.